Event description:
It was reported that during a procedure while removing the access cannula, that the plastic hub of the needle came off and the needle got stuck in the patient. The needle was successfully removed using forceps. The procedure was completed successfully without a clinically significant delay and no adverse consequences were reported.

Event description:
It was reported that during a procedure while removing the access cannula, that the plastic hub of the needle came off and the needle got stuck in the patient. The needle was successfully removed using forceps. The procedure was completed successfully without a clinically significant delay and no adverse consequences were reported.